Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Baseline gender/age characteristics are male/ (B)(6) years. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac computed tomography-derived left atrial volume index as a predictor of long-term success of cryo-ablation in patients with atrial fibrillation. The american journal of cardiology 2020;00:1-9. Doi.org/10.1016/j.amjcard.2020.10.061. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryoablation. The authors discussed cases where patients experienced/developed a vagal reaction, transient phrenic nerve palsy (recovery within one year of procedure), pericarditis, pericardial effusion (some requiring pericardiocentesis), pneumothorax, arteriovenous fistula, and cerebrovascular accident. The disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.